Event description:
Patient was seen in clinic to have their output current increased by 0.25ma and their off time decreased from 3 to 1.1 min and the day after this change it was reported that the patient was experiencing different seizures. No other relevant information has been received to date.